Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the implantable pulse generator (ipg) reached premature battery depletion. The device was explanted. No patient complications have been reported as a result of this event.